Event description:
It was reported that during a left anterior descending coronary artery stenting procedure, during predilatation with an nc trek 3.25x8mm, while the balloon was inflated, the patient experienced non-serious angina. After the balloon was deflated, the pain resolved. No treatment was provided. An angiogram was taken and a small dissection was noted in the lesion. The planned 3.0x12mm xience xpedition was implanted, without issue, treating the lesion as planned and resolving the dissection. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and dissection are also listed as known adverse events in the nc trek instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.